Manufacturer narrative:
H3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: software analysis was performed. It was found that one application was available on incident reported date and user found to perform catheter em procedure in this session. Two CT <(>&<)> 1 mr were merged, trace registration was performed and achieved accuracy metric of 3.2mm. One plan was available. User then moved to navigation task, tracer pointer was in field of view and surgeon used guidance view in one of the views. Log analysis revealed that user switched between target guidance and trajectory guidance as well. It is expected behavior of the software that guidance view rotates/spin across if the tip of instruments is fixed and instrument is rotated along the axis perpendicular to target plane. Suspecting the user might have rotated the tracer causing the software to behave as reported. However, logs do not record any evidence of how the guidance view is moved/rotated. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, sw version: 2.1.0 h3) h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the guidance view started spinning and rotating when the surgeon brought the tracer to the entry spot while looking at the plan during electromagnetic (em) catheter placement. It was noted that all other views were stationary. The site attempted to change the guidance view to a different quadrant and the issue persisted. There was no impact on patient outcome and a less than hour surgical delay.